Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was not getting the full coverage he needed, and he was turning stim up at night more for months. After increasing, the muscles in his back got tighter and tighter meaning the muscles from the incision area up to his neck got tight. The hcp ordered an x-ray because the rep was concerned about the anchor in his back and how it bulged out. The anchor bulged out since a couple of years post implant. The patient had emergency surgery around 2014 and ever since then the anchor bulged out, but it never bothered him until his muscle tightness in the last year. The patient wasn't sure if the issues were related. No further complications were reported. [Omitted information pertaining to the sudden stabbing pain (B)(4)].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that since the summer of 2018, the patient has been needing to recharge more frequently (every 1-1.5 days instead of every 3 days) and charging has been taking longer despite having full coupling. It was confirmed that the patient had not increased programmed settings nor changed to a different program, and the patient was charging to 100% when recharging. It was noted that the patient has generally been on 9.0 volts and doesn't increase higher because at 9.5 v they had experienced tightening in their back muscles that caused spasms to occur. It was also noted that the patient's lower back pain had gone way down since implant. Information was reviewed regarding how recharge frequency can be affected by programmed settings. The patient was scheduled to see their doctor on (B)(6) 2019, and it was confirmed that a rep would be at the appointment. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on june 3, 2019. The rep had met with the patient on (B)(6) 2019 and performed reprogramming and discussed/explained eri. The cause of the recharging issues could not be determined but were suspected to be due to the ins being older. The cause of the muscle spasms was requested but the rep responded stating they reprogrammed. The rep has not seen the patient since the (B)(6) 2019 meeting. They confirmed that the hcp has confirmed the information they have provided. No further complications were reported or anticipated.